Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer required assistance from mother, who administered manual insulin injection to address elevated blood glucose. The customer reverted to an alternate method of insulin therapy.